Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. Di not available as product was manufactured on or before september 23, 2014. (B)(4).

Event description:
It was reported that the atrial lead was capped and replaced on (B)(6) 2019 due to unspecified issue. No further information was reported. Related manufacturer reference number: 2017865-2019-08062.

Event description:
New information states that the patient was in stable condition before, during and after the procedure.